Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected offno power, low battery or battery out limit alarm noted. The insulin pump had intermittent button response and button error alarm due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 75 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.